Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed. The user did reboot and recovery, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had hardware failure. A field service engineer verified the issue and confirmed that the main matrix drawer 6 was not detected and that the pyxibus cable was slightly loose. The engineer reseated the cable, rebooted the device, tested it in the hardware testing application, and the customer performed an inventory. The system functioned as intended after the field service engineer repaired the device.